Event description:
(B)(4). After first surgery to get rid of essure, I was left with fragments, had to have uterus and cervix removed. Allergic to nickel, weight gain, joint pain, backache, dental problems, loss of hair, brain fog, metallic taste in my mouth, eye rash, bloating, abdominal pain.